Event description:
The customer reported that a pt expired though the product was not a factor in the death.

Manufacturer narrative:
The customer reported that a pt expired though the product was not a factor in the death. During the process of printing out strips after the incident, the customer noted that strips had an incorrect date/time that was incorrect by almost a day. Based on the version of software in use (e.01.15) it was determined by the solutions center engineer that the issue is consistent with a known software fix announced. Field service engineer (fse) were onsite and upgraded the customer's software to resolve this issue. This issue has no health risk as it does not impact real-time monitoring. No further action or investigation is warranted.